Event description:
Dr. Was inserting PICC on baby. As we went to pull out the guidewire, he noticed that the glue (?) Was no longer holding the end together.

Manufacturer narrative:
One catheter was returned for review. Visual inspection confirmed damage to the shaft of the stylet next to the white knob and the top of the luer, along with the rubber plug that had detached from the y-site assembly, confirming the complaint. The investigation could not determine if the problem resulted from damage incurred during the molding of the luer, assembly of the y-site, or mishandling of the product during packaging. Argon will continue to monitor for the failure.

Manufacturer narrative:
The sample is expected to return for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Dr. Was inserting PICC on baby. As we went to pull out the guidewire, he noticed that the glue was no longer holding the end together.